Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received through follow up investigation notes that the source of sepsis was urinary.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away due to sepsis caused by (B)(6) from an unknown source. The implantable pulse generator (ipg) system was subsequently removed and returned.